Event description:
During knee arthroscopy, while cutting the inner part of the meniscus, the mouth of the punch broke off and remained in patient. The broken piece was removed with a second surgical procedure. No patient injury was reported.